Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated to their manufacturing consultant that their pt was seen in clinic and had high lead impedance and the pt did not perceive stimulation. The pt was referred to see their surgeon revision surgery. The explanted products are at manufacture pending completion of product analysis. Good faith attempts have been made for additional details surrounding the reported event.